Event description:
A nurse reported that during cataract surgery the aspiration path clogged. The event occurred during the emulsification of a very hard lens. After consultation to a company representative, the nurse exchanged the tubing and the surgery was successfully performed. There was no patient harm. According to surgeon, clogging of aspiration was due to the hardness of the lens. All surgeries before and afterwards were performed without any issues. Additional information has been requested but not received to date. This is one of two reports being filed for this facility. This report is for the first patient.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Sample received at manufacturing site. (B)(4).

Manufacturer narrative:
Evaluation summary. The customer returned one sample. The returned sample was visually and functionally tested and passed testing. The order was built and released per specification. The infinities vision system operator's manual provides the following in regard to loss of aspiration/suction issue. Probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace fms. Check fitting and/or replace fms. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).